Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The keys on the insulin pump were unresponsive. She could not clear the battery out limit alarm. The customer was camping. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no up and down button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.